Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital due to pump ¿connection issues¿ and the pump ¿disconnecting¿. Additional information was not provided. There was no reported adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, however, a response was not received.